Event description:
It was reported that during a demonstration by a distributor, the hemostasis valve end cap came off of a finished good device. For the purposes of this demonstration, the device was labeled as "not for human use".

Manufacturer narrative:
We are awaiting device return. A follow up report will be submitted once the investigation is completed. (B) (4).